Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the right superior pulmonary vein (rspv) ablation, phrenic nerve palsy (pnp) occurred, and compound motor action potential (cmap) weakened. A double stop technique was performed. The case was completed with cryo. After procedure, phrenic nerve pacing was performed for palpation. Elevation of the right diaphragm was still observed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files were returned and analyzed. The filed showed that at least 8 applications were performed with the balloon catheter, 2af283 with lot number 06052 on the date of the event. System notice 50012 ¿the refrigerant delivery path is obstructed¿ unrelated to the adverse event was confirmed in two applications. This is a clinical issue (phrenic nerve palsy) encountered during the procedure. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.